Manufacturer narrative:
Conclusion: after placement of a smart control stent in the distal superficial femoral artery to the below knee, the stent thrombosed and aspiration was used to open the vessel. During use of a 7fr exoseal vascular closure device, bleed back was absent. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The patient was male, but age was unknown. Exoseal (7f) was used for the hemostasis after stenting of the left superficial femoral artery to the below knee. Approach was made from the common femoral artery with a sheath introducer (terumo, 7f 11cm). There was slight calcification and no stenosis at the access site. Initially, during the procedure, a smart control stent (cat and lot unknown) was placed in the superficial femoral artery. Afterwards, there was no blood flow observed in the below the knee. Therefore, aspiration was conducted for below the knee, and large amount of the thrombus was aspirated. After the intervention, an exoseal was inserted into the sheath introducer. The sheath introducer was retracted to be connected to the sheath adapter. The exoseal with the sheath was retracted as a unit, but the pulsatile flow was not observed. The indicator window started to change, then, the exoseal and the sheath introducer was returned 2-3cm to the vessel. The physician tried to rotate the handle and retract it slightly to change the angle of the bleed back port, but the pulsatile flow was not confirmed at all. Therefore, the exoseal with the sheath introducer was removed from the patient without plug placement and the hemostasis was achieved by manual compression. There was no bleeding complication that occurred during and after the procedure. There was no patient injury reported. The physician considered that the absent bleed-back signal might have been caused by thrombus getting into the bleed back port. It was speculated that some aspirated thrombus might have been left near the sheath while the thrombotic catheter was being retrieved from the patient (from the sheath introducer). The smart control stent delivery system was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
After placement of a smart control stent in the distal superficial femoral artery to the below knee, the stent thrombosed and aspiration was used to open the vessel. During use of a 7fr exoseal vascular closure device, bleed back was absent. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The patient was male, but age was unknown. Exoseal (7f) was used for the hemostasis after stenting of the left superficial femoral artery to the below knee. Approach was made from the common femoral artery with a sheath introducer (terumo, 7f 11cm). There was slight calcification and no stenosis at the access site. Initially, during the procedure, a stent (smart control cat and lot unknown) was placed in the superficial femoral artery. Afterwards, there was no blood flow observed in the below the knee. Therefore, aspiration was conducted for below the knee, and large amount of the thrombus was aspirated. After the intervention, an exoseal was inserted into the sheath introducer. The sheath introducer was retracted to be connected to the sheath adapter, and they were connected. The exoseal with the sheath was retracted as a unit, but the pulsatile flow was not observed. The indicator window started to change, then, the exoseal and the sheath introducer was returned 2-3cm to the vessel. The physician tried to rotate the handle and retract it slightly to change the angle of the bleed back port, but the pulsatile flow was not confirmed at all. Therefore, the exoseal with the sheath introducer was removed from the patient without plug placement and the hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no patient's injury reported. Cont h10